Manufacturer narrative:
The insulin pump has a confirmed a47 alarm in the history file due to corrupted history file. No moisture damage found inside the insulin pump. The insulin pump passed self test and a21 error test. No a17 alarm or a21 alarm noted. The insulin pump was received with cracked case at the display window corners, cracked belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that his daughter jumped into the pool while wearing her insulin pump. The patient's blood glucose at the time of incident was 131 mg/dl. Troubleshooting was initiated for pump exposure to fluid. There father stated that there were more frequent alarms ever since the pump got wet. There were several displayable history anomalies and an instance of unexpected restart. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.